Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed. The device was not returned for analysis; therefore, a technical analysis could not be performed. It was reported that the axios stent was intended to be implanted during a gastrojejunal procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be used for a gastrojejunal procedure. Without proper evaluation of the device, it is unknown if the reported event was due to the technique used during the procedure, anatomical conditions or related to device malfunction. However, stent partially deployed is noted within the instructions for use (IFU) as a potential adverse event associated with the use of the device. Device history record (DHR) review. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. Risk review: a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the jejunum during a gastrojejunal procedure performed on an unknown date. During the procedure, the axios stent did not fully deploy. There were no patient complications reported as a result of this event at this time. Note: it was reported that the axios stent was intended to be implanted during a gastrojejunal procedure. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis > 6 cm in size that are adherent to the gastric or bowel wall. The device is not indicated to be used for a gastrojejunal procedure.